Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is due to a failed circulation pump. Decontamination done after assessment repair as the unit had issue with filling. Circulation pump was replaced. Faulty heater. Heater was replaced. As5000 system passed all tests, is functioning properly and is ready for use. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. The complaint or reported issue was confirmed through other elements of the investigation to not be manufacturing related. Initial reporter name: manchester children's hospital paediatric intensive care unit all available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the sales representative drained the arctic sun device to complete the water change, the device would not refill. They changed the filler tube but would still not fill. They would arrange for the device. Per review of wo on 05may2025, there was no patient involvement. Per sample evaluation results received via task on 24jul2025, it was reported that there was a faulty heater.